Manufacturer narrative:
Pump received with detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked. The reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.